Manufacturer narrative:
The manufacturer previously reported a variation in the ventilator's pressure delivery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a variation in the ventilator's positive end expiratory pressure delivery was observed. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.